Event description:
It was reported that the external pulse generator (epg) was reading "broken patient lead connection". That status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).